Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician advanced the complaint device from the dfa, but the dilator became kinked. The complaint device was replaced with same rpn (same lot) product, but dilator became kinked again. A 3rd product (same lot) was used, but still had the same problem. It was further noted that the tip of the complaint devices displayed tearing and the 3rd sheath was noted to be elongated. The physician used another company's product to complete the procedure. There was no reported patient injury and additional medial intervention was not required.